Manufacturer narrative:
Physio-control further examined the removed interface pcb assembly and determined that the cause of the reported issue was an electrically shorted integrated circuit (ic) chip, designator u5.

Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the interface pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the only button on their device that would respond when pressed was the on button.  As a result, defibrillation therapy was not available if it were necessary.   There was no patient use associated with the reported event.